Event description:
It was reported that an implantable cardiac monitor was not functioning properly, with allegations that the cardiac monitor did not consistently detect the patient¿s heart signal, had trouble transmitting data, and provided no telemetry. It was further reported that a replacement device had been received but the same issues persisted, including the monitor not consistently detecting the loop recorder. Troubleshooting steps were performed, including checking the monitor¿s connection, repositioning the device, power cycling the monitor, and checking for interference from other electronic devices. The last transmission was reported to have been sent automatically two days prior, but the monitor continued to have trouble detecting the loop recorder. The patient management database confirmed that the remote monitor did not have any successful wireless transmissions since the date of call. The icm remains in the pa tient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.